Event description:
It was reported that the modular cable showed discoloration, worn inline connector markings, small surface cracks in the jacket, and wire damage consistent with fatigue and repetitive flexing. There were no functional issues with the pump.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed wire insulation damage consistent with fatigue, as well as discoloration, superficial jacket damage, and worn alignment markings. The modular cable passed electrical testing without issue. The heartmate 3 modular cable, lot # 7822891, was returned in used condition. The modular cable was taped from approximately 5¿ to 17¿ from the controller connector. Upon removal of the tape, examination of the outer jacket revealed gray jacket discoloration along the length of the modular cable as well as small surface cracks in the jacket. Examination of the controller connector bend relief revealed slight yellow discoloration with no signs of damage. Examination of the inline connector bend relief revealed brown discoloration with no signs of damage. The locking markings on the inline connector nut were partially worn. The controller and inline connector pins appeared unremarkable. Evaluation of the log files retrieved from the returned pump and controller did not reveal any events which would indicate an issue with the modular cable. The modular cable was connected to an electrical tester to evaluate the integrity of its wires. The cable passed this testing without issue. Upon disassembly of the cable, wire insulation damage consistent with fatigue was noted in the black and brown wires approximately 4.5¿ from the controller connector. There was no wire conductor damage or other insulation damage discovered. These findings would not have contributed to an electrical issue in their returned state. The relevant sections of the device history records for the modular cable, lot # 7822891, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. C, is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.